Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00371.

Event description:
During preparation for a medical procedure, two penumbra system 4max reperfusion catheters (4maxcs) broke in two parts upon removal from the packaging. The damage to the two 4maxcs occurred prior to use and, therefore, were not used in the procedure. The procedure was completed using a new 4maxc.

Manufacturer narrative:
Results: the second evaluated 4maxc was fractured underneath the strain relief approximately 2.5 cm from the hub. Conclusions: evaluation of the first and second returned 4maxcs revealed that both catheters were fractured. The first evaluated 4maxc was fractured in the proximal shaft. The second evaluated 4maxc was fractured underneath the strain relief. If the devices were forcefully retracted from their packaging at an extreme angle, damage such as a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00371.